Manufacturer narrative:
Correction: the correct event description in b5 should have been it was reported that the patient was presented for an implant procedure. The left ventricular (lv) lead exhibited high pacing impedance and was damaged during the procedure. The lv lead was not used and replaced. The patient was in stable condition. Rather than it was reported that the patient was presented for an implant procedure. The right ventricular (rv) lead exhibited high pacing impedance and was damaged during the procedure. The rv lead was not used and replaced. The patient was in stable condition. G2: distributor should also have been selected.

Event description:
It was reported that the patient was presented for an implant procedure. The left ventricular (lv) lead exhibited high pacing impedance and was damaged during the procedure. The lv lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of lead damage was confirmed but the reported event of high pacing impedance could not be confirmed. A partial lead was returned in one piece. The connector pin with the cap and crimp sleeve were separated from the connector assembly stretching the inner coil consistent with procedural damage and the connector pin with the cap was missing/not returned, these damages found contributed to the event of lead body damage reported in the field. Due to the as received procedural damage to the lead, the test for impedance could not be performed. Electrical testing performed did not find any indication of internal shorts or discontinuity. A device history record (DHR) review was performed, and the device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient was presented for an implant procedure. The right ventricular (rv) lead exhibited high pacing impedance and was damaged during the procedure. The rv lead was not used and replaced. The patient was in stable condition.